Manufacturer narrative:
As the unit has not been returned, a technical analysis can not be performed. The batch number of this complaint is unknown. A ship history could not be performed as the upn (unique part number) is unknown. The most probable root cause classification is anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 99% stenosed lesion was located in the calcified mid left anterior descending artery (lad). The lesion was predilated with a 2.5x12mm quantum maverick balloon. The physician deployed a 2.50x16mm taxus express2 drug eluting stent, inflated to 12 atm. The stent was post dilated with a 2.5x12 quantum maverick balloon. The stent was well apposed. The atlantis sr pro2 catheter became stuck on the mid portion of the taxus stent during post ivus. The guidewire was removed and the atlantis catheter was turned and removed. Medication: ticlopidine and aspirin. Five days post the initial procedure, the patient presented with chest pain and emesis. An electrocardiogram was performed. Thrombosis was identified in the proximal portion of the previously deployed taxus stent. A 2.5x14mm non-bsc balloon was used to treat the thrombosis. Patient status reported as "stable".